Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported obtaining a result of 2.4 inr with her coaguchek xs meter (serial number unknown) compared to a result of 1.2 inr five minutes later on a pharmacy owned coaguchek meter (serial number unknown). She also reported that the pharmacist stated the pharmacy meter is fine and the issue is with her meter. She stated the meters were properly coded. She did not have the meter serial number or the strip lot number to provide. The same strip lot was used in both meters. She stated a different finger was used for each test and the customer performed both of the tests. There was no medication changes or treatment received. The customer's therapeutic range is 2-3 inr. She does not have any antiphospholipid antibodies. The patient is fine. There was no adverse event. The suspect product was requested to be returned and replacement strips were sent.

Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation.